Event description:
Medtronic received information regarding a thermal therapy system being used during a neuro soft tissue ablation procedure. It was reported that intraoperatively, the site had three trajectories planned, however the procedure was aborted due to a stereotactic frame issue. Two catheters were placed in and one was out of position. The surgeon manually adjusted it and inserted the laser catheter system offtrack and into the brain stem due to inaccurate placement by brainlab system. The patient was under anesthesia during this time. The site took magnetic resonance imaging (mr) scans immediately and no bleeds were directly identified. There was no reported patient impact. Medtronic received information that the cause of the inaccuracy was due to a brainlab system used for navigation. This issue was not a medtronic complaint. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).